Event description:
In 2009, initial surgery was done with versa nail uni for the fracture of left shaft of femur. Six weeks after the surgery, callus was noted and full weight load started. Three months later, the pt started exercise. Four months later, another surgery was done to remove two distal screws. During the surgery, it was found that the two screws were broken. The doctor removed the screws but left the broken parts in the pt's body and completed the surgery.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Provided x-rays confirmed the complaint. A search of the complaint database found no prior reports for all the reported part and lot number combinations. The manufacturing facility stated at the time, based on the fact and on the jde system, no discrepancies were noted for the products being accepted. In the warnings and precautions section of the surgical technique, it states bone screws and pins are intended for partial weight bearing and non-weight bearing applications. These components cannot be expected to withstand the unsupported stresses of full weight bearing. In the adverse events sections, it states the following are the most frequent adverse events after fixation with orthopedic screws, intramedullary nails, plates and compression hip screws: loosening, bending, cracking or fracture of the components or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures; loss of anatomic position with nonunion or malunion with rotation or angulation; infection and adverse reactions to the device material. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.